Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, this was the fourth firing of the stapler. It was fired and staples formed properly. The device was handed back to the scrub tech to unload and reload. When removing the spent cartridge from the stapler the cartridge pan separated from the plastic staple housing. The stapler was swished to remove any debris, reloaded and the case was completed without incident. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.